Event description:
This patient was a successful cochlear implant user around the event date when patient reported only hearing "beeps". Patient unable to understand speech. The patient was successfully explanted and reimplanted with a new device. Explantation/reimplantation surgery occurred in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.